Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on their back. The patient's nurse reported that the patient's whole back was red. The patient's nurse had removed the lifevest from the patient because the patient had developed the rash. The outcome of the irritation is not known. There was no allegation that a device malfunction caused or contributed to the reported skin irritation.